Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA-(B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. Parts of the device were returned to the manufacturer, and the product investigation was conducted. The results are listed below: the iol was not returned and only injector was received from customer. Trace of lubricant was found inside the injector tip. The slider was fully advanced and the screw was advanced partially. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
The nurse prepared the lens properly. As a viscoelastic was used, previously bss was filled carefully into the hoya injector and then the visco. During implantation the leading haptic came out untucked. As this occurred more often in practice, the surgeon was waiting a moment until the haptics has rotated and then continued the implantation of the lens. As procedure advanced, it showed that also trailing haptic was untucked and it was difficult to separate it from the injector. In this situation, a capsule rupture happened. The surgeon explanted the lens by incision extension easily and implanted another iol into the sulcus.